Event description:
It was reported that the right ventricular (rv) lead, right atrial (ra) lead, left ventricular (lv) lead, and an inactive rv lead were noted to be stuck together during an unrelated procedure. Each lead was explanted and replaced to resolve the event and the patient was in stable condition.